Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ac power indication not showing in the machine. Battery is not getting charge. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: ac power indication not showing in the machine. Battery is not getting charge. No patient involvement.